Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reported receiving a suspected false positive result in (B)(6) 2021 (exact date not provided) when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4)). Customer did not provide additional details for this false positive event. Customer was provided with a replacement reader.